Event description:
It was reported that during a lead positioning procedure the patient's percutaneous extension was not working and was explanted. It was noted that the percutaneous extension did not allow the passage of current. The health care provider (hcp) connected the lead to the percutaneous extension and the impedances were all >10,000 ohms. The patient also reportedly did not feel paresthesia. The hcp disconnected the lead from the extension and did a stimulation test using a multi-lead trialing cable connected to the lead, impedances were "ok" and the patient felt the paresthesia correctly. The hcp tried to connect the lead to the percutaneous extension again and the impedances were always >10,000 ohms. The impedances test were repeated three times. The hcp reportedly decided to explant the percutaneous extension and use an "extension modification (B)(4)". It was reported that the impedances were then "ok" and the patient felt paresthesia correctly. It was noted that the actions required as a result of the event were "attempted no implanted", "different instrument/programmer/external device used", and "hospitalization". It was further noted that there was no injury, patient symptoms, or adverse event. A few weeks later it was reported that the hcp decided to explant and replace the percutaneous extension and that the lead remained implanted and in-service.

Manufacturer narrative:
Product ID: 3877-45, lot#: 0206258588, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead; product ID: 37081, serial#: (B)(4), product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturing site address corrected.

Manufacturer narrative:
Report source: italy. Analysis of the extension, model #37081, serial #(B)(4), found no anomalies.